Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she felt like she had been getting shocked all the time and turned the stimulation off. The shocking had subsided a little bit but she still felt something weird but not extreme pain like she had been having. During the call, patient confirmed therapy was on and she had amplitude set to 0, however, the stimulation was still turned on. Patient services reviewed how to turn stimulation off by pressing the stim off button and patient confirmed she was able to do so. The event occurred a couple weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.